Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by evaluation of the provided medical records. No product was returned, or photos provided. Review of the device history records could not be performed as neither part nor lot identification was provided. Medical records were reviewed by a health care professional and identified that approximately 9.5 years post implantation, the patient underwent a revision due to pain and elevated ions. During the revision, scar tissue and tissue damage was identified. It was noted that no frank metallosis was seen. The head and taper adapter were explanted and exchanged for a ceramic head. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to pain and elevated metal ions. During the revision, scar tissue and tissue damage were noted. The head was exchanged without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: 157444 ¿ m2a magnum head ¿ 528280, unknown stem ¿ unknown part and lot, 139254 ¿ m2a taper insert ¿ 202930. Product will not be returning to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01044.